Event description:
It was reported that the pump was not delivering insulin as intended. Additionally, the customer reported that "mechanical noise" was coming from the pump. Customer's blood glucose level was 143 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.